Event description:
A report was received indicating that an avant 9600 pulse oximeter system allegedly did not alarm while monitoring a pt at home. The family has requested the data be downloaded from the device.

Manufacturer narrative:
Alarm limit functionality was tested (B)(4) 2012, to verify functionality of the alarm system with numerous alarm set points for both spo2 and pulse rate alarms. All test points passed no trouble found with the operation of the device.